Event description:
It was reported: the portable ventilator was in use on a patient in the resuscitation department when after approximately 40 minutes the device alarmed with a message to "contact dräger service". The anesthetist had just turned the oxygen concentration down to 40% when this alarm occurred. There was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow-up report.